Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, it was noted that, there were 02 lenses, one on top of the other, and it was necessary to explant one of them. Additional information was received that, there were two iols in the capsular bag. Also there was a patient harm associated with the event. The patient had developed corneal edema. As a result the patient was hospitalized and received steroid-based treatment. The symptom was continuing.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product history records confirm that the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).